Event description:
Pump reported to have uncontrolled flow of solution during routine servicing by a baxter authorized service facility. The pump was returned for repair by the hosp for a broken door. No pt involvement.